Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.

Event description:
The user facility in japan reported a vitrectomy cutter did not move. It is unknown if the aspiration function worked or not. The cutter was replaced with another one and the procedure was completed without any patient injuries.

Manufacturer narrative:
Evaluation completed. One opened se5625b pouch from lot x1940 was returned. Visual inspection found the tip protector was in place, as it should be. There was dried solution visible in the tubing. The needle was not bent. The port window was clogged with what looks like dried blood and organic material. The tubing and connectors were inspected and no damage was found. A functional test was performed using a stellaris elite system. The cutter cannot cut or aspirate in this condition. Due to evidence of use, the cause of the clog cannot be determined.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. This investigation is ongoing.